Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) per variance 5.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had passed away. The caller stated that the customer had been in a lot of pain so they had taken some pain medication and had gone to lie down. The caller stated that her husband went to check on the customer a couple of hours later, approximately at 11:00 pm, and found that the customer had already passed. The customer's blood glucose at the time of the death was unknown. The caller stated that they did not know where the customer's glucometer was but they knew that it was bayer contour next link. The customer was wearing the insulin pump at the time of death. The caller stated that the cause of death was not yet known since they still have not received the death certificate. The caller stated that they thought the customer had taken too much pain medication. Nothing further was reported.